Event description:
A customer contacted beckman coulter inc. (Bci) regarding two wash concentrate bottles bursted onto the synchron cx9 pro chemistry analyzer while loading. No injury was reported.

Manufacturer narrative:
The customer was sent replacements of the 2 wash concentrate bottles that bursted onto the instrument.